Manufacturer narrative:
Device will not be returned to stryker. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Prof. (B)(6) reports via (B)(6), business unit director (B)(6), that he had to re-operate a pt because at one screw the head loosened and moreover, the rod had loosened from another screw. Additionally prof. (B)(6) reports that the pt was treated because of a deformation.